Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Customer reported that, during the deployment of a neff percutaneous access set for a biliary drain, it was noted that the tip of the outer sheath was "frayed". The device made contact with the patient, but the customer was unable to finish placement of the device. A second device was used to finish the procedure. No patient harm was reported.

Manufacturer narrative:
After further review of the record, it was determined that it should be noted that per the customer, additional information is unavailable. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the distal tip of the sheath was damaged and split. Bio matter on the device also indicated it had been used. Furthermore, the device passed all dimensional tests. There is no evidence to suggest this failure is manufacturing related and it was determined the device in this case was built to specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number which is unrelated to the reported complaint. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. It is reasonable to suggest that the tip of the sheath was unable to withstand forces upon insertion, possibly due to a tortuous/difficult patient anatomy. However, this cannot be confirmed. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment, no further action is required.